Manufacturer narrative:
Investigation completed 5/09/17. (B)(4). No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: no failure analysis performed. Unit has not been received after several documented requests.

Event description:
During a case while positioning the patient prone on the mayfield, the surgeon believed that the base moved after it was locked and allowed the patient¿s head to contract upwards. This caused a laceration on the patient¿s head as the skull clamp slipped which also caused the patient to be repositioned. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00087.